Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the blood glucose went low to 43 mg/dl. The caller reported that a health care professional had adjusted the insulin pump after the customer had been having high blood glucose. The customer did not want to troubleshoot for the high or low blood glucose issues.